Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 device would not activate during ligation. All attachments of cords to generator and to device were checked. The generator settings were correct. No power was getting to the cutting/sealing surfaces. This occurred on 2 devices back to back of the same lot number. A third replacement device, with a different lot number, was used to complete the procedure.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed of clinical usage and evidence of blood. A visual inspection was performed; no nonconformities were observed. A pre-cautery test as was performed per the instruction for use (IFU) with a reference hemopro 2, adapter cable and reference power supply. The device passed the pre-cautery test; it produced steam and heat during several five second activations and shut off when the toggle was released. The pre-cautery test was performed ten times over a ten minute period. A polyfuse test was performed; the device shut off after a period of sustained activation and reactivated after cooling off with no incident. A temperature and resistance test was conducted for the device. The device passed both tests. Based on the evaluation and test results, the reported complaint could not be confirmed. We were unable to replicate the reported failure.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for each of the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).